Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed wear and tear on the enclosure, cracks around the bolts of the reservoir cover, a damaged pole clamp and j-clip, an old style enclosure, pcb, drain fitting, line cord and reflux plug. The pcb was not fitted well in the enclosure. The reservoir tank contained mold-like foreign material. The investigator subsequently filled the tank with water, attached a temp-check, plugged in the line cord, and turned on the power switch. The customer reported product problem (motor not running) was confirmed. The product problem aas attributed to a faulty pump assembly. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the motor was not running on the device. No patient injury or complications were reported in relation to this event.